Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and fever. The cause of the peritonitis was unknown. Two days after event onset, the patient was hospitalized for the peritonitis, abdominal pain and fever. On an unreported date, the patient was treated with injection of vancomycin (500mg, ongoing for 14 days, route and frequency not reported) injection of amikacin (0.4 mg, ongoing for 14 days, route and frequency not reported) and injection of meropenem (discontinued on an unknown date, route, dose and frequency not reported) for peritonitis. It was reported the patient was recovered from the peritonitis event (four days after onset); however, the patient remained hospitalized for the event of low blood pressure. Pd therapy was ongoing. No additional information is available.